Manufacturer narrative:
Device investigation narrative - one 8mm endoscopic cannulated flexible drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis of the first spiral cut. There is tip flaring on the distal end of the drill head ID. Further examination of the drill head showed the primary cutting surface and flutes are worn. Material condition was confirmed to meet print specification. Per the devices IFU "use of drills with that have worn or dull tips can result in breakage". Further investigation is not warranted at this time. Device returned for evaluation, device evaluated by the manufacturer, evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the drill broke off. The tip was retrieved and a backup was available to complete the procedure with a short delay and no patient impact.